Manufacturer narrative:
E1 - initial reporter phone has an extension # (B)(6). The device is not available for investigation; however, a photo was provided to be evaluated. The investigation is pending.

Event description:
The event involved a primary plum set, 15 micron filter in sight chamber, clave secondary port, clave y-site, secure lock, 272 cm where the customer stated that the medication (blinatomumab 38,5 mcg/vial and saline solution 0,9%.), dangerous drug in chemotherapy, was dripping once administered to the patient. The medication given had to be adjusted again since it was already in service and the infusion had already begun. A new adjustment of the drug was made to complete the volume and dose required to be infused to the patient. The event occurred during patient use, but no one was reported harmed as a result of this event. This is the second of two events.

Manufacturer narrative:
A photo was returned showing the vent plug juncture on the 14001-31 primary plum set for inspection. There was leakage observed below the vent plug juncture. No samples were returned for investigation. The reported complaint on the 14001-31 primary plum set can be confirmed. The probable cause is unknown. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history report (DHR) for lot 13623499 was reviewed and no non conformities were found that would have led to the reported complaint.